Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/or anomalies with no related anomalies/deviations found. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: inflammatory synovium encountered, periprosthetic fracture visualized over proximal tibia, implants and cement removed, 'decision taken to retain the patella poly and to retain the fractured tibial bone fragment', fracture reduction achieved using 2 button sutures, stable and checked under xray, stability checked after cerament application, acceptable, irrigation and closure, no intraop complications, hinge knee brace applied. Radiographs: x-rays in zip file assessed; however, they are dated post first stage revision. Sending the images would not enhance the investigation) this complaint can be confirmed based on the medical records. A definitive root cause cannot be determined. No new corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient became symptomatic, absent trauma, he developed pain in his left knee approximately four years and three months post implantation. An x-ray one month later demonstrated loosening of the tibial component. The patient was advised to undergo revision knee replacement surgery. He was listed for revision. Whilst on waiting list he developed a peri-prosthetic fracture around the tibial plateau about four months after the loosening was diagnosed. He then underwent emergency revision surgery two days later.

Manufacturer narrative:
(B)(4). G2: great britain. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.